Event description:
It was reported that during device up grade, x-ray revealed externalized conductors from proximal to the rv coil. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.